Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. The log review showed multiple low glucose alarms on 03-jun-2025, including urgent low, urgent low soon, and glucose falling quickly, as well as two pauses in insulin delivery during the early morning and afternoon hours. The ilet issued alerts and paused insulin in response to cgm glucose levels as expected. No evidence of device malfunction was found. Based on available data, the ilet functioned as intended during the timeframe of the event. The user was undergoing dialysis at the time of the event, which may have contributed to the hypoglycemia. The cause of the hypoglycemic event requiring hospitalization could not be conclusively determined.

Event description:
The user experienced hypoglycemia during hemodialysis, with a reported blood glucose (bg) level below 40 mg/dl. The user was treated on-site with apple juice and glucose gel before ems was called by clinic staff. The user was transported to the hospital, received intravenous glucose, and was released a few hours later.